Manufacturer narrative:
The pt's weight was obtained after the initial report was submitted - section a3.

Event description:
The reporter indicated that the device was explanted due to a lead wire fracture.